Event description:
It was reported that this was an arteriotomy closure of a common femoral artery with posterior calcification using a prostyle after a coronary stenting procedure with a 6f sheath. Reportedly, the suture was deployed successfully; however, when the device was relaxed to retract the footplate, it did not feel like the feet were closing. Ultrasound imaging was used to visualize the movement of the footplate which was moving yet the device would not come out. A vascular surgeon was called and gained retrograde access of the site. The device was broken apart to close the footplate. The prostyle was pulled out against resistance with a covered stent closing the artery and repairing the vessel damage. After removal, it was noted the posterior foot was missing and thought to be caught behind the covered stent. There was a clinically significant delay in the procedure, and hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - against resistance.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The material separation of the foot was confirmed. The difficult to open or close was not confirmed. The difficult to remove is related to case circumstance and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the device was removed with excess force. It should be noted that the prostyle instructions for use (IFU), states: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties with the device. The reported patient effect of tissue injury is listed in the perclose prostyle instructions for use (IFU), as a known patient effect of use with suture mediated closure device procedures. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely tissue or vessel was caught by the foot during closure. This may occur if the foot is in the access site or suture does not free from foot enough during harvest. In certain cases, the foot can surf distally and become stuck in the open position. The returned device foot was elevated and was indicative of tissue under the foot during closure. The foot was opened and reclosed successfully demonstrating no device issue. If the foot is caught on tissue and the device is manipulated or twisted, foot separation is probable. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.